Manufacturer narrative:
Patient identifier not provided ((B)(4)). Date of birth not provided. Lot number unavailable / unknown. PMA/510(k) number not available; product unknown. Device manufacture date not available; lot number not provided.

Event description:
Doctor reported that the unknown abutment screw fractured and he couldn't remove it. As a result the implant (bopt5411) had to be removed.

Manufacturer narrative:
One t3® implant was returned for inspection on (B)(6) 2018. A visual inspection on (B)(6) 2018 of the returned device revealed that the internal drive feature contained a large amount of debris. Removal of the debris revealed that the reported fractured screw was caught in the drive feature. It was too badly damaged to be removed. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. The following sections were updated: date of this report. Device available for evaluation change ¿no¿ to ¿yes¿. Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Evaluation codes. Additional narrative. The following sections were corrected: device brand name not provided / unknown. Device catalog # not provided / unknown.